Manufacturer narrative:
The guide wire was received at csi for analysis. The guide wire spring tip was fractured 4mm proximal to the spring top solder bond. Scanning electron microscopy of the fracture show evidence of ductile dimples which was consistent with the tensile failure, which can when occurred when the guide wire was pulled in tension. The root cause could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Thedevice met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed.

Event description:
Treatment was performed in the left circumflex artery (lcx). The vessel was 2.5mm, 90% stenosed, and heavily calcified with slight tortuosity. The physician used a non-csi microcather and a non-csi guide extension catheter to advance a non-csi guide wire but could not cross the lesion. The physician performed a wire exchange using a viperwire advance flex tip with the microcatheter support. During treatment, the physician felt as if the viperwire tip was entering the subintimal space. During removal of the wire, the viperwire tip became fractured. A snare was used to successfully retrieve the fractured component. A non-csi wire was used, and stent placement was performed to complete the procedure. The patient was stable.